Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that a transparent gelatinous foreign material was inside of the air / water tube and the air / water cylinder, and the light guide lens had corrosion (x2). Additional findings include the following: water tightness was lost due to wear of the scope cover packing, the air / water cylinder had no color, the suction cylinder had no color, the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the adhesive on the bending section cover had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a yellow image. The issue was found during an unspecified procedure, which was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a transparent gelatinous foreign material was inside of the air / water tube and the air / water cylinder, and the light guide lens had corrosion (x2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.